Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient experienced chest pain and pericarditis. The patient presented to the emergency department (ed) with chest pain. A pericarditis was diagnosed, and the patient was treated with colchicine. No further information is available.